Manufacturer narrative:
Additional information was added to h3 and h6. H10: one actual sample was received for evaluation. A visual inspection was performed, and it was noted that the green pull ring cap was dislodged from the patient connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia cassettes had the patient line green caps fall off completely. This was observed before use of the devices for peritoneal dialysis therapy; the devices were still in the package. There was no report of patient injury or medical intervention associated with this event. No additional information is available.